Event description:
Approximately 10 patient samples initially generating bicarbonate results around 50-60 mmol/l and repeated around 20 mmol/l. One specific example was provided. Initial bicarbonate result 46 mmol/l, repeat 19 mmol/l. Erroneous results were not reported. The field service representative determined the cuvettes were damaged and replaced the cuvettes. Performance tests were performed which were within specification.